Event description:
It was reported that the patient underwent a cervical spinal surgery to treat a retroodontoid pseudotumor. It was reported that during insertion of the guidewire through the guide and a trocar using a power tool, the guidewire fractured in the bone before it perforated c2 arthrosis. The tip was lodged in the c2 bone. A diamond bur was used to widen the insertion point to reach the fragment. After the fragment was drilled, the surgeon was able to remove the fragment using pliers. The surgery was continued using a new guidewire without any further incidents. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visual review identified bend in approximately the middle of the guidewire, with approximately ~35mm of the proximal tip broken off and not returned for analysis. Optical inspection of the shaft identified axial galling in multiple locations near the proximal tip and adjacent to the fracture surface, consistent with off-axis trajectory while under power. Dimensional inspection confirms shaft diameter conforms to print specification. Review of lhr documentation confirms conformance to chemical composition per msd-ms-119 type f. The above observations are consistent with off-axis trajectory of the instrument while under power, resulting in axial galling of the shaft until failure of the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.